Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charged coupled device/component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device had a chipped light guide lens, damaged charged coupled device, and presented no image. There was no patient involvement.

Manufacturer narrative:
Correction to previous d4 - primary UDI number the correct primary UDI number is (B)(4).

Event description:
It was observed during the device evaluation, that the subject device had a chipped light guide lens, damaged charged coupled device, and presented no image. There was no patient involvement.